Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 3 ,30 43 alarm. No harm requiring medical intervention was reported. Troubleshooting was performed the customer was able to clear the alarm successfully and stated that the pump rewind was completed and also the insulin pump rewind is not successful. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with the incorrect aware date in g4.  The correct date is 17-march-2023.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged pump error 30 alarm, pump error 3 alarm, pump error 43 alarm and exposure to moisture found on 21-dec-2022. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. No unexpected pump error 30 alarm, pump error 3 alarm and pump error 43 alarm noted. Successfully downloaded history files and traces using thus. There is no pump error 30 alarm recorded in the formatted history file for the event date. There is no pump error 43 alarm recorded in the formatted history file for the event date. However, pump error 43 alarm was recorded and found in the formatted history file on: 12/23/2022 09:44:03.000, 12/23/2022 09:54:24.000, 12/23/2022 09:55:00.000, 12/23/2022 09:55:54.000, 12/23/2022 09:58:00.000, 12/23/2022 09:58:46.000, 12/23/2022 10:00:37.000, 12/23/2022 10:00:37.000. Pump error 3 alarm was recorded and found in the formatted history file on the event date: 12/21/2022 17:13:15.000 pump error 130 alarm was recorded and found in the formatted history file on the event date: 12/21/2022 17:02:25.000, 12/21/2022 17:02:33.000, 12/21/2022 17:04:16.000, 12/21/2022 17:04:21.000 12/21/2022 17:04:26.000, 12/21/2022 17:04:51.000. No pump error 37, 38, 39, 41, 42, 79, 80 and 82 alarm recorded in the formatted history file for the event date. Please see below for pump errors/alarms noted 1 week prior to the event date 21-dec-2022 in the formatted history file.  Insert battery alarm 12/21/2022 17:13:15.000, 12/21/2022 17:10:24.000, 12/21/2022 17:14:51.000, 12/21/2022 17:15:10.000, 12/21/2022 17:25:00.000. Failed battery alert/battery failed alarm 12/21/2022 17:10:23.000, 12/21/2022 17:13:18.000, 12/21/2022 17:13:37.000, 12/21/2022 17:13:47.000. Pump error 23 alarm 12/21/2022 17:26:03.000. Power loss alarm 12/21/2022 17:27:14.000, 12/21/2022 17:27:25.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery does not have enough power. The customer may have used a no power/depleted battery. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Pump error 63 alarm was recorded and found in the formatted history file on: 12/21/2022 17:13:01.000, 12/21/2022 17:13:13.000. Pump error 63 alarm (variableinfo = 09), suspected on hw. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. No corrosion or moisture damage found on the vibrator and battery tube assembly noted. Pump error 43 alarm, pump error 3 alarm, pump error 130 alarm and pump error 63 alarm (variableinfo = 09) were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Pump error 30 alarm was not confirmed. Pump error 43 alarm, pump error 3 alarm, pump error 130 alarm and pump error 63 alarm (variableinfo = 09) were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2, force sensor and motor assembly noted. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.